Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarms noted. All buttons function properly. Insulin pump had moisture damage on keypad traces. Insulin pump was monitored. No unexpected suspend noted during bolus delivery. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
It was reported by the customer that their insulin pump alarmed button error and the keypad was unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 69 mg/dl at time of reporting. Nothing further reported.